Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for analysis because it was retained by the site. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed low flows followed by high watts alarms. This could be indicative of a possible inflow occlusion and eventual ingestion into the lvad pump. Of note, the treating physician reported seeing a thrombus in the lvad inflow, and reported the event to be related to the patient's low partial thromboplastin time (ptt). The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors including the patient's history of and ongoing atrial fibrillation, the interruption of the patient's anticoagulation therapy and the complexities of his medical management that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Hemolysis may be due to non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Without hemolysis: high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
The event involved a male patient with a past medical history of dilated cardiomyopathy and atrial fibrillation who underwent lvad implantation on (B)(6) 2012. Approximately eleven months after the implantation, the patient developed an abrupt drop in his lvad estimated flows with "high watts", a change in the lvad's sound and signs of hemolysis. The patient was otherwise asymptomatic throughout the event though he had ongoing atrial fibrillation. Prior to the event, the patient's medications had included coumadin but this had been replaced with heparin for his cardiac catheterization. Laboratory findings included a ptt of 40 seconds. He was treated with a pump exchange. When the lvad was explanted by the site, they opened and analyzed it. They reported noting a thrombus in the lvad inflow. The event was reported to be probably related to the patient's low ptt by the treating physician. As of this report, the patient had been discharged home and was stable. The site has indicated that it will not be returning the device to the manufacturer for evaluation. No additional information available.